Event description:
It was reported that: at the beginning of a case, the user had inadvertently applied unregulated suction to the breathing circuit and the ventilator was unable to compensate for the applied suction and psted a message, ventilator failure. The user utilized an alternate ventilation device as the anesthesia machine was replaced to complete the case. No patient injury.